Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that there was noise oversensed on the right atrial lead. There were no patient symptoms noted. Programming changes were made to address the issue. The patient was in stable condition.